Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed without any issues. During the deployment of a 29mm sapien 3 valve, when the valve was approximately 95% deployed, the commander delivery system balloon ruptured. After several unsuccessful attempts to withdraw the ruptured balloon back into the esheath, the delivery system and sheath were surgically removed. A patch was placed on the external iliac artery during the surgical repair following the removal of the devices. The valve was deployed where intended and was stable with no paravalvular leak (pvl) or aortic regurgitation noted. No post dilation of the valve was performed. The patient remained stable throughout the procedure and was transferred in stable condition. The native annular valve area measured 601mm2 by CT. Moderate annular calcification, moderate native leaflet calcification and moderate aortic root calcification was reported. Moderate stj calcification was also reported. The access vessel minimum luminal diameter measured 5.86mm with moderate calcification and mild tortuosity reported. It was perceived that the calcification in the stj caused the balloon to rupture during the valve deployment.

Manufacturer narrative:
(B)(6) registry. (B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. The delivery system was returned inserted through the esheath. Visual inspection revealed a longitudinal/radial tear on the inflation balloon. All balloon material was accounted for, no missing pieces were observed. The delivery system was also observed to be cut and separated at the balloon shaft and guidewire due to the surgical removal of the devices from the patient. Dimension analysis of the single wall thickness was performed along the tear in the inflation balloon. All measurements met specification. No functional testing could be performed due to the condition of the returned device. During the balloon manufacturing process, the balloon dimensions are 100% inspected, including the balloon diameter and wall thickness. The balloon component is also 100% visually inspected for defects including witness lines and contamination, crow¿s feet, scratches gel-spots and fish eyes. The delivery system undergoes 100% inspection during the pleat and fold process. The entire device is also 100% visually inspected for visual defects. The delivery system undergoes leak testing. Following the leak test, the balloon cover and inflation balloon are inspected for any damage. A balloon burst pressure test is also performed on sample devices during the product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported event. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The reports of the delivery system balloon burst and withdrawal difficulty were confirmed based on the condition of the returned device. However, review of the available information did not reveal any manufacturing non-conformances that could have contributed to the event. In this case, the exact cause of the balloon burst during valve deployment cannot be confirmed. Procedural factors (manipulation of the devices), in addition to patient factors (moderate annular calcification, moderate native leaflet calcification, moderate aortic root calcification, moderate stj calcification) likely contributed to the balloon burst and subsequent withdrawal difficulty. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.